Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 50 mg/dl. The customer reported their blood glucose fluctuates depending on their stress level. Customer also reported having a hard time finding a place to insert their infusion set. The customer declined to return the insulin pump for analysis.